Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components of the driver revealed no abnormalities. The driver in "as received" condition passed all required functional testing requirements, which included testing at nominal normotensive and hypertensive settings, with no anomalies or alarms. The customer-reported fault alarm was confirmed by the electronic record; however, the fault alarm could not be reproduced and there was no evidence of a device malfunction during investigation testing. The root cause of the customer-reported fault alarm could not be determined. However, as detailed in syncardia's tah-t freedom driver system software requirements specification, if the driver was connected to an external power supply voltage that was greater than 300 mv (millivolts) below the highest battery charge level, for longer than five minutes, a fault alarm would result. This fault is consistent with the alarm recorded on the driver's electronic record and does not indicate a malfunction of the driver. The reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components of the driver revealed no abnormalities. The driver in "as received" condition passed all required functional testing requirements, which included testing at nominal normotensive and hypertensive settings, with no anomalies or alarms. A battery charge/discharge test was performed, and the driver performed as expected. The electronic data reported fault code 47 indicated that a higher voltage was present in the onboard batteries relative to the input voltage of the external power source for a period exceeding five minutes. By design, this will trigger a permanent fault alarm. During investigation testing, the fault alarm could not be reproduced and there was no evidence of a device malfunction. Therefore, the root cause of the customer-reported fault alarm could not be conclusively determined. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions the driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.